Manufacturer narrative:
Reference (B)(4). Reference the following for each device used during the procedure: (B)(4) rfa generator 1319211-2023-00063, (B)(4) intelliflow pump 1319211-2023-00064, (B)(4) talon probe 1317056-2023-00128, (B)(4) talon probe 1317056-2023-00129.

Event description:
Based on new information received, this complaint file is being cancelled. It was confirmed that this complaint file was a duplicate of a previously reported complaint. Section h10 has the corrected complaint file reference. Therefore this report is being submitted to close out the file.

Manufacturer narrative:
The starburst talon probe has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference the following for each device used during the procedure: (B)(4) rfa generator 1319211-2023-00063. (B)(4) intelliflow pump 1319211-2023-00064. (B)(4) talon probe 1317056-2023-00135. (B)(4) talon probe 1317056-2023-00139.

Event description:
2nd talon probe: an angiodynamics territory manager reported a few "issues." It was, reportedly, hard to tell if the issues were the 25cm talon semiflex probes or a combination of probes and the intelliflow pump, or the rfa unit. The account indicated that water was everywhere but they noticed no holes in the tubing. Ultimately, the procedure was completed with a third probe. There was no harm experienced by the patient; however, the case was delayed over an hour while the patient was under general anesthesia. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation).